Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04588. It was reported that the rv lead was capped and replaced on (B)(6) 2019 due to an impedance problem. The ra lead was capped and replaced on (B)(6) 2019 due to an unspecified issue.

Event description:
The new information received notes that the event was observed in the clinic follow-up. The ra lead was capped and replaced due to the left side of the heart was occluded. The patient tolerated the procedure well.